Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and phrenic nerve stimulation. The proximal portion of the left ventricular (lv) lead was cut and the remainder of the lead was capped and replaced. No further patient complications have been reported as a result of this event.